Event description:
Boston scientific received information that at a pre implant check, this right ventricular (rv) lead exhibited high out of range pacing impedance, oversensing and pacing inhibition. The lead was surgically abandoned at a scheduled device replacement procedure. Insulation damage was also noted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.